Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that the adhesive around the acoustic lens was chipped and cracked. There was no patient involvement.